Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and performance tested. Results: visual inspection and performance testing revealed that the manometer needle was indicating beyond -10cmh20. The manometer needle was able to be adjusted to 0cmh20 when the zero-adjustment screw was rotated with a screwdriver. After the manometer was zeroed, the unit passed all functional tests. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely caused by physical damage due to impact during transportation of the device. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in new zealand reported, via a fisher & paykel healthcare (f&p) field representative, that the manometer of a rd900 neopuff infant resuscitator was faulty. There was no reported patient involvement.